Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was separated from the second y -site clearlink in the upstream part. It was also observed that there was a lack of solvent (the solvent was not applied uniform around the circumference of the tube) during examination of the tubing. Dimensional testing was performed, and the tubing and clearlink y-site housing were according to specification. Insertion of the tubing and second y-site clearlink was also according to specification. The reported condition was verified. The cause of the reported condition was due to inadequate application of the solvent quantities on tubing and y-site joint during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of clearlink system non-dehp extension set separated from the y connector closest to the patient. This was identified when it was removed from the packaging. There was no patient involvement. No additional information is available.